Event description:
Caller reported cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer will use mdi as backup therapy and has been advised to return the problematic pump to tandem. A replacement pump with updated software has been sent, and caller acknowledged and understood all provided instructions for pump storage and return.